Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm didn't load properly and misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring remained in the loading device. The seal and tension spring were removed from the loading device for inspection. There were no cracks/delamination observed on the seal. The following measurements of the delivery tube were taken: the inner delivery tube was .197 inches, the outer diameter was measured at .215 inches. The length of the tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported complaint "failure to load".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm didn't load properly and misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.